Event description:
It was reported that the image intensifier grid on the 9800 system had a small hole. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The image intensifier grid was replaced during the svc call. The system was tested and found to be working as intended and put back into svc.